Event description:
It was reported that during an implant procedure, the right ventricular lead r wave amplitude was low. Options were discussed to change the location of the device or to reprogram the sensitivity. The lead status is unknown. No patient complications have been reported as a result of this event.